Event description:
It was reported to philips that the system could not be turned on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to turn on. Philips provided a service quotation to the customer to address and resolve the reported problem. The customer confirmed that the system was working as intended, without any issues. Therefore, no resolution action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.